Event description:
It was reported that the patient experienced a low flow alarm around 0600 on 16jan2024 and pump off was recorded. The patient was asymptomatic at the time of the event. Log files were submitted for review and they contained 2 left ventricular assist device (lvad) off events associated with intentional pump stop (f69) on 16jan2024. These events are known to occur when the motor stop command button is momentarily pressed on the system monitor. Each event was brief and the motor speed returned after the command was released. The recorded data indicated that the mechanical circulatory support (mcs) equipment was operating as intended. Additional information was received that the pump stop button was accidentally pressed when adjusting the flow rate. It was also communicated that the low flows were caused by hemodynamic instability right after surgery and they resolved on their own.

Manufacturer narrative:
H6: 4868 - hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e: the customer site was (B)(6). Manufacturer's investigation conclusion: the reported low flow alarm was confirmed via the submitted log files. A direct correlation between heartmate 3 lvas (left ventricular assist system), serial number mlp-(B)(6) and the hemodynamic instability could not conclusively be determined. Intentional pump stop events were also confirmed via the submitted log files. The patient was implanted with heartmate 3 lvas, serial number mlp-(B)(6) on 15jan2024. The controller event log file contained relevant events spanning from 15jan2024 to 16jan2024. Following the initialization of the system at implant, the pump operated as intended at the set speed until (B)(6) 2024 when intentional pump stop events were recorded at 06:12:19 and 06:12:22. These events lasted for 2 to 3 seconds, with pump speed momentarily falling to 650 rpm (revolutions per minute) and 0 rpm, respectively. Low flow and lvad_off alarms were active during these events. Following both events, the pump speed ramped up to the set speed without issue and remained at the set speed for the remainder of the log file following the second intentional pump stop event. Of note, a transient low flow alarm was recorded on (B)(6) 2024 at 14:13:59. No other notable alarms or atypical events were recorded. The low flow alarm reportedly resolved on its own. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6) and no further events have been reported at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 4 "system monitor" outlines all system monitor operations and alarm messages. The instructions for use states: "use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. After the countdown, the stopping pump message appears. The countdown lasts for approximately 10 seconds. Initially, the warning: low speed advisory alarm and then the low flow hazard alarm appear, both without an audible alarm. When the countdown nears zero, the pump off alarm appears, accompanied by a continuous audible alarm after the pump is off. Important! - during the pump stop countdown, an audible alarm sounds after approximately two seconds of holding the pump stop button. When the pump off alarm appears, a continuous audible alarm sounds." Section 7 outlines all system alarms and the recommended actions associated with them. This section provides additional instructions regarding driveline care. No further information was provided. The manufacturer is closing the file on this event.